Event description:
This is report 1 of 3 for the same event. It was reported that during a cranial tumor surgery, while drilling, it was observed that the cutting burr device broke at the distal end inside of the motor device while in use with an attachment device. As a result, the cutting burr device was stuck inside the motor device. There was a five minute delay in the surgical procedure. A spare set of identical devices were available to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The surgeon was not concerned that any piece of the device entered the patient as all pieces of the broken device were recovered. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon follow-up with the reporter, it was determined that the reporter was aware of this event on (B)(6) 2015. It was further reported that the date of event was (B)(6) 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack screw was not secured with loctite. Therefore, the reported condition was confirmed. It was determined that there was no visible evidence of loctite applied to the threads of the bearing stack screw and the threads rings. It was further determined that the loose components exhibited no evidence of loctite adhesive suggesting that the original assembly adhesive had not been applied in manufacturing. The assignable root cause was determined to be due to misassembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.